Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Lead pulled back when patient moved his arm over his head. Rv lead revision done (B)(6) 2017. Rv lead repositioned only and re-affixed. No adverse patient events were reported. Should additional information become available, this file will be updated.